Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that atrial lead noise leading to inappropriate mode switches was noted on the atrial lead. The amplitude of the noise was too wide for programming changes to be made. The patient was to be monitored but a follow up revealed the patient was in a temporary nursing home without her merlin at home transmitter. The clinic was awaiting her return to her residence in order to obtain additional transmissions for further follow up. No patient consequences were reported.

Manufacturer narrative:
Additional information - ( ethnicity, race, weight), (study) .

Event description:
New information received indicates the noise on the atrial lead was first observed 09/08/2018. Other parameters were within normal range and the amplitude was wide to be addressed by programming changes. As previously reported there were no patient consequences.